Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor material # 256082, batch number 0215593. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 5 potential false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. Repeat testing performed using pcr test method and the results are pending. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no reported patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 5 potential false positive results were obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. Repeat testing performed using pcr test method and the results are pending. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no reported patient impact. Eua # (B)(4).